Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead exhibited high, out of range shock impedance measurements. The right ventricular (rv) lead to right atrial (ra) lead configuration exhibited a shock impedance of >200 ohms. The rv lead to can configuration exhibited a shock impedance measurement of 190 ohms. Boston scientific technical services (ts) discussed further testing. The patient's device was reported to be close to elective replacement indicator (eri). Additional information has been requested. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device has been requested for return. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received indicating this system did not deliver a shock when required. When tested, there were high defibrillation threshold (dft) measurements. Both the proximal and distal coils contributed to high, out of range shock impedance measurements greater than 200 ohms. A fault code was recorded during dft testing at 31 v and 41 v. An invasive procedure was performed to explant and replace the lead which was retained by the hospital pathology department. The device was also explanted due to nearing elective replacement indicator (eri). No adverse patient effects were reported.